Event description:
Reporter wore patch on her back for 3-4 hours and experienced serious burn and discomfort in patch area. Burn took 3 1/2 weeks to heal and she is concerned that it may leave a scar. She made no mention of any medications to treat burn. No medical intervention was sought.